Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the complete system is being explanted. The rep had no further details. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was scheduled for a system explant. The hcp indicated that the therapy was not working for patient and she was going to trial for another therapy. No further complications were reported/anticipated.